Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. It was reported that patient underwent an unrelated procedure and did not set their ipg to surgery mode. As a result, the patient's ipg had become inoperable and was unable to communicate with external devices. There is no additional information at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient underwent an unrelated procedure on (B)(6) 2023 and did not set their ipg to surgery mode. As a result, the patient's ipg had become inoperable and was unable to communicate with external devices. There is no additional information at this time.

Manufacturer narrative:
It was reported that patient underwent an unrelated procedure and did not set their ipg to surgery mode. As a result, the patient's ipg had become inoperable and was unable to communicate with external devices. In an update it was reported on (B)(6) 2023, the ipg was replaced without complications. Effective therapy was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the ipg was explanted and replaced on (B)(6).